Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized "due to blood glucose (bg)." It was not provided if customer experienced a low or high bg level. Details and nature of hospitalization were not provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.